Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The pump was received stuck with a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump passed the self test. There were no external flash error alarms or motion sensor test failure alarms noted during testing. The pump was received with a minor scratched lcd window and a scratched reservoir tube window.

Event description:
The customer's husband reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 270 mg/dl at the time of the incident. Customer also received an external flash error alarm on the insulin pump. It was found that the customer had received a motor error alarm 5 or 6 times a day within the last 30 days. Customer received a motor error alarm during the call after fill tubing and escaping the fill cannula. Caller declined high blood glucose troubleshooting and treated using injections and syringes. The caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed self-test. No alarms noted during testing. Unit received with minor scratched display window and scratched reservoir tube window.